Event description:
Customer reported the system displayed white images during a case. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and system and reset the default contrast setting. System operates as intended.